Event description:
Boston scientific received information that this right atrial lead was a part of a system explant due to an infection. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.